Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed bed sores. The patient's husband reported that the patient was in a rehabilitation facility and was largely bed-bound, and that the lifevest electrodes were "eating into her skin". During a follow-up the husband reported that the sores had healed. The patient's husband reported that facility staff had cared for the wound and may have used an antiseptic cream/lotion. The exact nature of the medical intervention is not known.